Manufacturer narrative:
The reported event for inoperable ipg was confirmed. It was determined the device was running the service application software. This condition is consistent with electrocautery use during surgery. Per event details, the ipg no longer communicated following an unrelated surgery. There is guidance in the clinicians manual regarding proper handling of the device when using electrocautery. As a result of this finding, actions have been taken to prevent re occurrence.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The results/method and conclusion codes along with investigation results will be provided in the final report. Further information was requested but not received.

Event description:
It was reported that the patient underwent an unrelated spinal surgery. The patient confirmed that they did activate surgery mode prior to the surgery. The patient tried connecting to their ipg but they were unable to connect. An abbott rep attempted multiple troubleshooting steps but was unsuccessful.

Event description:
Additional information received indicated the patient's scs system was explanted.

Event description:
Additional information received indicated the patient plans to consult with physician as the next course of action.

Event description:
It was reported that the patient stated that surgery mode may not have been activated prior to undergoing surgery. Patient is also unsure if therapy was on or off during the procedure.

Event description:
It was reported that multiple troubleshooting attempts were made but were unsuccessful in connecting to the patient's ipg. As a result, surgical intervention may take place to address this issue.